Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. The estimated blood loss was 150cc's. Pt required no medical intervention. Sample has not been returned to the MFR.